Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that low/reduced angulation and increased play on control knob movement was due to a broken ceiling plate in the control body unit. Additionally, the evaluation revealed the following findings: switch/camera had a cut switch #1; objective lens had tiny chips; light guide lens had a crack; adhesive on bending section cover (a-rubber) had a crack; light guide tube had minor scratches; scope connector had minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus a broken cable while using the evis exera lll colonovideoscope during an unspecified diagnostic gi procedure. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the air/water nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and no additional event or device reprocessing information was reported or available. Additionally, a definitive root cause of the observed piece of broken celling plate (cp plate) found at bending mechanism in control section could not be determined, however, it is likely that during device handling by the user, a load was applied in the opposite direction to bending direction while the device was angulated. Due to the load applied to bending mechanism in control section, the cp plate may have been damaged. The nozzle clogging event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection igif-h190, pcf-h190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.